Event description:
A customer contacted beckman coulter inc. (Bci) regarding multiple false low vancomycin (vanc) results generated by the unicel dxc 600 pro synchron clinical systems. The customer indicated that erroneous vanc results were obtained for approximately 20 patients. Customer re-tested the samples at a sister lab and obtained higher results. An example of original and sister lab's results was provided. The results generated by the sister lab were reported out of the lab. Treatment was not initiated or withheld; the false low vanc results were not reported out of the lab.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced the wash concentrate restrictor fitting. The fse found a slightly loose tubing connector on the cartridge chemistry (cc) sample probe. The fitting was tightened. The customer repeated some patient samples, which then compared them to the results obtained from the sister lab. Per the fse, only vanc results were affected. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.